Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 480 mg/dl. Reportedly, the pump time was incorrect, cause was unknown. Customer was treated with intravenous fluids of saline, insulin, zofran and potassium to address the elevated bg. Customer was discharged 24 hours later with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.